Event description:
It was reported that device "failure" for this pacemaker dependent patient caused torsades. There was no telemetry with the device. The patient was reported as ok when a temporary pacemaker was placed. The device was replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.